Manufacturer narrative:
Pending evaluation.

Event description:
Revision of hip components due to liner disengaging from shell.

Manufacturer narrative:
This device is used for treatment not diagnosis. The device has not been returned.

Event description:
It was reported that a revision of hip components on an unknown date and an unknown patient was completed due to the liner becoming disengaged from the cup cluster hole shell. There was no other information provided and attempts for additional information were not answered.